Event description:
It was reported that the user experienced sustained high glucose readings, with discordance between pump and fingerstick measurements, during use of the ilet system while paired with a dexcom cgm; troubleshooting included sensor calibration and multiple infusion set and supply changes, with eventual downward trend in blood glucose. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of user-provided information, and review of available details. Investigation of this case revealed that available information was insufficient to identify a specific device problem and no device component issue could be determined from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.